Event description:
After final angiogram during aaa repair in 2007, physician noted a proximal type I endoleak. The leak was resolved by placing another manufacturer's stent. Physician noted that the patient met all of the requirements, and the procedure went well, but a type I endoleak developed.

Manufacturer narrative:
Evaluation: no product was returned to assist in our investigation. An internal clinical review indicated that the event was caused by incorrect planning and sizing of the device due to the patient's anatomy.